Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278262, expiration date 01/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Product was sent back in a state that did not allow for testing due to an empty cassette was returned.

Event description:
Customer received a result of 347 mg/dl on mobile system 1, and a result of 160 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.